Event description:
The customer reported that the system did not boot and began alarming. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the hv interconnect cable, screws and power control pcb. The system operates as intended.